Event description:
Reporter stated that an unconscious patient's blood glucose was measured, using the inform system, with a result of 94 mg/dl. An additional sample, obtained from the same patient 3 minutes earlier, was tested in the facility's lab with back-to-back results of 18 mg/dl and 19 mg/dl. Reporter noted that patient was not treated based on the value obtained on the inform system. Patient's treatment was based on the lab value. The discrepant results were obtained in a hospital. Quality control testing was performed on the inform system and the results were within acceptable ranges. Technical support requested the return of the suspect product and replacement product was shipped.